Event description:
According to the reporter, a patient in a physician-sponsored clinical trial experienced a stricture. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient (B)(6) y/o male with past medical history significant for colon cancer who presented for radio frequency ablation of c3m4 barret's esophagus with high grade dysplasia at baseline. The rfa procedure was performed on (B)(6) 2016 with a single-double ablation regimen (2x10j/cm2, no clean) with the express 360 balloon catheter. The procedure proceeded in the usual way with no unusual occurrences. There were no unusual endoscopic findings prior to, during or after treatment. The patient was discharged without complaint. The patient began to experience dysphagia on (B)(6) 2016 and an esophageal stricture was discovered via endoscopy on (B)(6) 2016. To date, the patient has received 8 dilation treatments. The patient¿s symptoms have improved and is scheduled for follow-up endoscopy in (B)(6). The device cannot be returned because it has been discarded.